Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that review of atrial arrhythmia burden messages in the remote home monitoring system noted this pacemaker exhibited occasional undersensing of an atrial arrhythmia. Review of stored device data also noted non-sustained ventricular tachycardia (nsvt) episodes that indicated possible rapid ventricular response due to an atrial arrhythmia. Technical services (ts) discussed the information with the physician and further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that alerts were later received in the remote home monitoring system that the right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) tests were detected as greater than the programmed amplitude or suspended due to the presence of atrial fibrillation (af) with rapid ventricular response (rvr). Review of recent stored nsvt episodes noted intermittent t-wave oversensing. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of atrial arrhythmia burden messages in the remote home monitoring system noted this pacemaker exhibited occasional undersensing of an atrial arrhythmia. Review of stored device data also noted non-sustained ventricular tachycardia (nsvt) episodes that indicated possible rapid ventricular response due to an atrial arrhythmia. Technical services (ts) discussed the information with the physician and further review was recommended. Additional information was received that alerts were later received in the remote home monitoring system that the right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) tests were detected as greater than the programmed amplitude or suspended due to the presence of atrial fibrillation (af) with rapid ventricular response (rvr). Review of recent stored nsvt episodes noted intermittent t-wave oversensing. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.